Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went into diabetic ketoacidosis. The customer stated that they are sensitive to insulin because they have lime disease. The customer also stated that their blood glucose levels were a little high and the insulin pump advised to administer a 9 units bolus and the highest her pump will go is 1.8 units. The customer also stated when she is rewinding her insulin pump and trying to change her set the piston will get stuck and not go down far enough, when the insulin pump says the rewind is complete the reservoir will not go in. Troubleshooting occured. Customer advised they will monitor the insulin pump.